Event description:
It was noted that the size labeled on the hub of the balloon catheter was smaller than the size on the package. The package and outside labeling of the catheter were consistent with the actual size of the balloon. However, the inflation hub was labeled one size smaller than the balloon. This is being filed due to potential for injury of using a larger than intended balloon.